Manufacturer narrative:
A getinge service territory manger (stm) was dispatched and evaluated the iabp. The stm was unable to reproduce the reported issue. However, as a precautionary measure, the stm replaced the compressor and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. Full name of event site: (B)(6) hospital.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) overheated and stopped working. However, no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Getinge service pending in connection with this event. A supplemental report will be submitted if additional information is made available.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) overheated and stopped working. It is unknown under which circumstances this event took place or if there was patient involvement. However, no adverse event was reported.